Event description:
It was reported that there were metal shavings that are coming from the tip of the bur and are visible on the monitor.

Manufacturer narrative:
Additional info will be provided once investigation is completed.